Event description:
A (B)(6)-year-old male patient was implanted with a ventriculo-peritoneal derivation including a sophy valve and an anti-siphon device in 2014. In 2018 he showed a return of hydrocephalus symptoms, which led to the explantation of the valve, the anti-siphon device and the distal catheter. Only the ventricular catheter was left as it was still operational.

Manufacturer narrative:
The device was returned to our manufacturing facility for analysis following our quality control procedure. The device was dry, for a better analysis, the instruction indicate that the medical device must be returned to us in sterile water visual examination : the valve and the antisiphon are compliant, they have no visual defects. Functional controls : the ability of the valve to perform was tested. In the state of return, the valve is possible to flush with air after mechanical detachment the ball of the seat of the connector. The antisiphon is possible to flush with air, the antisiphon is compliant. It confirms that there is no obstruction. The ability to turn the rotor was tested upon return and after cleaning. The rotation is possible both before and after cleaning. All operating pressures of the valve and the antisiphon have been measured. The operating pressures are compliant with the production specifications. The valve and the antisiphon are 100% controlled ( pressure/ flow characteristics, visual controls etc) during the manufacturing. A review of the fabrication record showed no anomalies. In conclusion, the returned device is not obstructed. The root cause could not be determined. The issue faced by the user could not be reproduced under laboratory conditions.

Event description:
A 58-year-old male patient was implanted with a ventriculo-peritoneal including a sophy adjustable valve and an anti-siphon device in 2014. In 2018, the patient showed a return of hydrocephalus symptoms, which led to the explantation of the valve, the anti-siphon device and the distal catheter. Only the ventricular catheter was left as it was still operational.